Event description:
Customer reported a no delivery alarm on their insulin pump. Customer stated that have tried changing out their infusion set and nothing has worked. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.